Event description:
It was reported to ventec that a device had no ventilation output, and that it did not provide a patient circuit disconnect alarm when the patient circuit had been disconnected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: ventec contacted the initial reporter asking if the device will be returned for an evaluation, however, no response has been received. The device has not been returned to ventec for an evaluation. In the event that the device is returned or additional information is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The cause of the reported issue could not be determined.